Manufacturer narrative:
The proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had endocarditis. The system was removed and not replaced. No further patient complications have been reported as a result of this event.